Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. Evaluation of the system controller revealed a compromised red/white wire in the white power lead and a broken brown wire in the black power lead. Manipulation of the white power lead during testing resulted in "power cable disconnect" alarms. The observed broken wires in the power leads, and the "power cable disconnect" alarms during our testing, would have resulted in warning lights and sounds on the system controller consistent with the reported event. A review of the device history records showed no deviations from manufacturing of qa specification that would affect device function or performance. Ths situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing random intermittent beeping on the system controller. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.